Manufacturer narrative:
A follow-up report will be submitted when additional information is received or upon completion of the investigation.

Event description:
The customer reported that their mx40 monitor had no audio and was displaying a speaker inop. The device was not in clinical use when the issue was discovered.

Event description:
Statement of the reported problem: this report is based on information provided by philips authorized repair facility technician (rft) and has been investigated by the philips complaint handling team. Philips received a complaint on the mx40 1.4 ghz smart hopping device indicating that the alarm was not working and a speaker inop message was displayed. The customer sent the device to philips bench repair. There was no report of a death or serious injury, nor was there a report of any adverse impact to any user or patient. Visual inspection (if applicable): the device was visually inspected at philips bench by the rft and noted the following addressed by complaint (B)(4) : scratches and delamination on bezel, corrosion on all pins, contacts corroded. Broken battery compartment tab, yellow housing/dirty. Functional testing/service repair/technical investigation: the following functional tests were performed: the rft tested the device speaker and audio and confirmed that the device did produce an audible sound. Results of functional testing indicate that the alarm failure was the result of the device not connecting wirelessly to the philips information center as a result of a failed radio / antenna. The rft replaced the radio board - 453564530991, antenna board - 453564510921, and proactively replaced the speaker - foxlink d speaker - 453564821571. The device passed all functional testing. Confirmation: based on the information available and the testing conducted we were unable to replicate the reported problem. The reported problem was not confirmed as a speaker malfunction. Closure & product disposition: the device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.